Event description:
The patient contacted the inside sales department contacted at animas on (B)(6) 2012, alleging that the pump was shutting off and she had to reset it. There was no more information available at the time of the call. Animas customer technical support made several attempts to re-contact the patient in order to troubleshoot the pump for the complaint, and was not able to reach the patient. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power loss issue remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.